Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery. The customer blood glucose level was 372 mg/dl and 376 mg/dl at the time of incident and the current blood glucose of the patient is 161 mg/dl. Customer treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer performed high pressure test and test result was on. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.